Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-15309.

Event description:
The customer reported via phone call that he was running a bit high and his blood glucose was 239 mg/dl. Customer has corrected for it but it has not come down. Customer stated that it will take 2 to 3.5 hours for his blood glucose to come down. Customer's blood glucose was 515 mg/dl at the time of the incident. Customer could not hold anything down and was feeling sick. Customer got on the back-up plump but his blood glucose was still going high. Customer stated that he treated with a manual injection. Customer has been going high with all 3 different insulin pumps. Customer was advised to contact his doctor.